Event description:
It was reported that when patient presented during a follow up in clinic, oversensing issue was observed on the device. Programming changes were recommended however no programming changes were made. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicating that the device had reached normal elective replacement indicator and was explanted and replaced. The patient was stable post procedure.